Manufacturer narrative:
No sample was returned, therefore unable to confirm this complaint. Incident occurred during surgery, vitrotome produced air bubbles which leads infection to patient which is a serious harm, hence concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since (B)(4). All available information has been provided. This complaint has now been closed.

Event description:
A facility from france has reported the following: they got a problem with the pack. Vitrectom throw air in the eye during surgery it is a serious incident. No further information has been received. All information has been disclosed. No sample.